Event description:
It was reported that there was an end of service (eos) or end of life (eol) message. The reporter heard about the patient the day prior to the report and noted that there was a high impedance issue with all contact pairs. There were no old records for impedance comparison. The patient had a loss of stimulation several weeks ago. It was noted that there were no falls or trauma. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).